Event description:
It was reported that a patient presented with atrial lead noise due to oversensing prior to generator change procedure. It was also noted that the atrial lead had varying low voltage pacing impedance the atrial lead was capped and replaced on (B)(6) 2021 during a generator change procedure. The patient was stable.